Manufacturer narrative:
No product was returned for analysis. The pump passed all post sterile inspection checks. The data logs confirm the reported suction alarms. The logs do not show any motor current spikes or positioning issues. The cause of the issue was not determined as no product was returned, no definitive log abnormalities were observed and limited clinical information was provided. The cause of the access site bleeding was likely use-related as evidenced by bleeding resolving after addition of sutures. The cause of the hypotension was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the following day exhibited bleeding at the femoral insertion site. The bleeding was treated with a suture. The patient's blood pressure was low so epinephrine and vaso were given. Additionally, it was noted there were no additional suction events since the prior late night. The patient was noted to still be a candidate for a transcatheter aortic valve replacement after recovery from impella event. The plan was for the patient to rest, recover and team monitors the impella insertion site. However later this day in evening, the patient expired. Care was ultimately withdrawn.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.